Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient had her device turned off before an MRI scan of the head, which was confirmed to be not related to the device therapy, and she suspected that they did not turn it back on again because she had been having continuous bladder leakage and incontinence since then. The patient did not feel stimulation and therapy was on. The patient also inquired about changing programs as she was currently on program 1. The issue started about two weeks ago in (B)(6) 2016. On (B)(6) 2016 the patient reported that her symptoms had still not improved. It was conformed that the implantable neurostimulator (ins) was on, on program 1 at 1.7v. Because of the leakage/voiding it dehydrated her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.